Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery cap, broken battery tube threads..

Event description:
The customer reported via phone call that the insulin pump had damaged at reservoir lip ring. Customer¿s blood glucose level was 107 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is 14-may-2019.